Event description:
It was reported that, during implant testing, the shock impedance was less than 30 ohms. The pocket was still open. The patient is thin. Technical services advised it may be due to extra fluid onboard. The doctor elected not to do threshold testing. The system was successfully implanted. There were no adverse patient effects.